Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via the phone call that the insulin pump had received motor error alarm. The customer¿s blood glucose level unknown. The customer also reported that they had received no delivery alarm during manual prime. Troubleshooting was not completed. Insulin pump will not be returned for analysis.